Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2017 for peritonitis. Upon follow up with the patient's nurse it was reported that the patient was not hospitalized, but presented to the emergency room (B)(6) 2017 with cloudy bags and a lot of fibrin. However, the patient did not complain of abdominal pain. Per the nurse, the emergency room was crowded and as a result the patient left against medical advice. IV antibiotics were given, no ip antibiotics were administered, his wbc count was 150 and neutrophils were 94%. Culture results were not available. The nurse stated that the patient was in the clinic on (B)(6) 2017 with clear effluent and no signs of infection. Dob (B)(6) 1964, on pd since (B)(6) 2015.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2017 for peritonitis. Upon follow up with the patient's nurse it was reported that the patient was not hospitalized, but presented to the emergency room (B)(6) 2017 with cloudy bags and a lot of fibrin. However, the patient did not complain of abdominal pain. Per the nurse, the emergency room was crowded and as a result the patient left against medical advice. IV antibiotics were given, no ip antibiotics were administered, his wbc count was 150 and neutrophils were 94%. Culture results were not available. The nurse stated that the patient was in the clinic on (B)(6) 2017 with clear effluent and no signs of infection. The patient has been on peritoneal dialysis since (B)(6) 2015.

Manufacturer narrative:
Clinical evaluation: there is no documentation to show a causal relationship between the patient event of peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction or any reported leaks. Per the pdrn, the suspected causal event of the peritonitis was a breach in aseptic technique, touch contamination.